Manufacturer narrative:
A sample device was not returned for analysis. The shunt remains implanted in the patient's eye. A customer reported that corneal perforation was confirmed in the patient eye in which the shunt implanted. Corneal perforation occurred at different position from the point where the shunt was implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Product sample is not available for return as it remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that corneal perforation was confirmed in a patient's eye in which a glaucoma filtering shunt was implanted. Surgeon suspected that the symptom appeared due to a metal allergy, but then his/her perspective indicated that it has nothing to do with the shunt and metal allergy because corneal perforation occurred at a different position from the point where the shunt was positioned. The patient noted that he/she didn't have a metal allergy. The patient also had a history of sjogren's syndrome that was a possible contributor to the event. Although four months later, the surgeon changed his/her mind and reported that after continued follow up with patient ,causal relationship of the shunt to the event could not be completely denied. Product sample is not available for return as it remains implanted. Additional information was requested.

Manufacturer narrative:
(B)(4)

Event description:
In a follow up the surgeon indicated that the patient underwent a corneal transplant three months after the initial implantation of the shunt.

Manufacturer narrative:
Additional information was provided in describe event or problem and evaluation codes. (B)(4).

Event description:
In a follow up, the surgeon reported that after the shunt implantation, punctate keratitis was observed. It was treated with eye drops that didn't resolve the dryness. Sjogren's syndrome was not diagnosed until three months after the shunt implantation.